Event description:
It was reported that the user experienced episodes of low blood glucose after switching to a contact/detach infusion set, with concerns about managing highs and lows and low alert thresholds not prompting timely awareness due to reliance on a phone the user did not always carry. Symptoms included weakness and difficulty walking during the hypoglycemic episode. Outcomes included self-treatment with oral carbohydrates and no need for professional medical intervention or assistance. Investigation included troubleshooting and education regarding device use, alert settings, and training needs. Investigation of this case revealed hypoglycemia with cause unclear, with contributory factors including user training needs and alert notification not being effectively received. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.